Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 visual examination of the returned product identified the head has fractured from the shaft. There were bumps under the black sheath near the fracture location. Wear marks were present on both the head and junction location. Additionally, fracture analysis has been previously analyzed for this fracture location where bending overload was identified as the mode of failure review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. The complaint is confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgical setup, the flexible driver broke. There was no patient involvement. Attempts have been made, and no further information has been provided.